Event description:
It was reported that the patient had an occluded limb that was repaired with a femoral femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient was experiencing a considerable amount of sharp pain in the abdomen, knot-like, that is hot in nature that moves from the right to the left side. The patient recently fell and this has exacerbated the pain quite a bit. The patient saw their physician for a yearly follow-up where an ultrasound was performed and the patient was dissatisfied with the visit. The patient also mentioned that they had some laser therapy in their abdominal region as well as had a previous stent implanted somewhere in the periphery with little to no details on either of those procedures. The patient also noted that they take 3.25mg oxycodone pills to relieve pain experienced in the lumbar region. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results, conclusion: occlusion. Lack of information , unknown cause of occlusion.

Manufacturer narrative:
Exact date of event is unknown. (B)(4). Evaluation, results: (lack of information, cause of event is unknown). Conclusion: (lack of information, cause of event is unknown).